Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient has dementia and is in pain. The patient was expecting something to be sent to them to turn therapy off, but could be confused. The patient was redirected to discuss further with their healthcare provider. No further complications were reported.

Event description:
The patient reported that on (B)(6) 2017 they had a stent put in, and since then, their stimulation has been too strong. The patient stated that they can¿t turn their stimulation off because they don¿t have a programmer. The patient requested a magnet to turn off stimulation, but it was reviewed that repair no longer has magnets to turn the device off. The patient did not want to get a replacement programmer, because they stated they were going to have the implantable neurostimulator (ins) taken out soon. The patient was implanted for chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.